Event description:
The customer reported to olympus, variable stiffness with the evis lucera elite colonovideoscope. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with a foreign material. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. In addition to the finds reported in event, due to wear of zoom lever, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip. Adhesive on bending section cover had a crack. Adhesive on bending section cover had a white-clouded area. Due to clogging of nozzle, water removal ability did not meet the standard value. Switch button 4 had wear. Adhesive around objective lens was peeling. Objective lens was dirty. Adhesive around light guide lens was peeling. Light guide lens was dirty. Plastic distal end cover had a scratch. Connecting tube had a scratch. Protector of universal cord on scope connector side had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle entered into the air/water channel and caused clogging. It was not possible to further presume the cause of the entry of the foreign material, as detailed handling information was unable to be obtained. Olympus will continue to monitor field performance for this device.